Event description:
The customer reported that during a hysterectomy, the insulation on the distal end of the tip of the device frayed. The instrument was already in use when this occurred. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the incident device revealed that the gray insulation has been scraped off of both wires and the insulation was peeled back. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt.